Event description:
It was reported that the ventilator shut down by itself with a constant alarm. It is unk if the reported event was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na